Event description:
The patient had tka surgery on (B)(6) 2015. During the patient's stay in the hospital, an island dressing was changed and a new island dressing was placed directly over the zip device. The island dressing adhesive was directly in contact with the zip device. The patient was instructed to remove the island dressing on (B)(6) 2015 (at home). Since the island dressing adhesive was in direct contact with the zip, the zip device was inadvertently removed along with the island dressing. Steri-strips were applied over the incision for re-inforcement.

Manufacturer narrative:
Additional information - the lot number was obtained; the manufacturing date was added. Corrected information - the model number and catalog number were corrected from ps1160 to ps1240.

Event description:
No new information.